Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on: 03/28/2018, device returned to manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection under the microscope showed lubricant material residue and loose particles on the lens surface. The lens was cut and only a half of the lens was returned. This could be related to the removal process. The reported issues could not be verified and the product quality deficiency could not be determined. The condition of the returned sample was consistent with a lens that was handled and prepared for surgical process. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
The lens was inserted and removed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the implantation of the intraocular lens (iol) a tear was noticed in the capsular bag and the lens had to be removed from the eye. Reportedly the lens was fully inserted and removed without enlarging the incision. A vitrectomy was required. A replacement lens (model and diopter unknown) was implanted in the sulcus. The patient was reported doing well post-operatively. No further information was provided.